Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had a burnt, electrical smell. The transmitter smelt like it was burning with light smoke. The transmitter would be replaced with a new one. No patient symptoms were reported.

Manufacturer narrative:
The field complaint of the transmitter having a burnt smell was unverified. During the analysis, the transmitter presented with a no power issue. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The unit was plugged into a working ac electrical wall outlet and did not power on. Inspection of the main pcb revealed no damage. The original ac power adapter was replaced and tested with a working ac power adapter. The unit was plugged into the working ac wall outlet and power on function was performed successfully. The test revealed that the original ac power adapter was defective and caused the no power issue.